Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: they just reported another one that still contains foreign particles, only the batch is different.

Manufacturer narrative:
Two samples received by our quality team for investigation. Upon visual evaluation, foreign matter is observed inside the packaging, therefore the incident is confirmed. Fourier transform infrared spectroscopy was performed to further analyze. Foreign substance was mainly composed of silicone. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information, possible root cause is associated with poorly executed cleaning in the assembly area. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: they just reported another one that still contains foreign particles, only the batch is different.